Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the roller pump would not operated in reverse mode. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr changed the membrane switch to the roller pump. With the switch replaced, the unit operated to MFR specs and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.